Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated troponin results while using the architect stat troponin-I reagents. The following data was provided for the patient. The customer uses normal range less than 0.03 ng/ml. Specimen 1 (sid (B)(6)) initial 3.218, repeat less than 0.03, repeat using another analyzer less than 0.03 specimen 2 (no sid provided, collected 4 hours after specimen 1) initial less than 0.03 no treatment was provided or withheld due to the elevated result. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no product deficiency was identified.